Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1 cc of juvederm® ultra plus in the lips. Approximately 7-10 days later, the patient reported the formation of a "nodule." The physician described it as "tender, warm to the touch, no discharge, red, with no flu-like symptoms." The physician instructed the patient to go to an urgent care where they were prescribed doxycycline 100 mg bid, 2nd rounds of antibiotics, and keflex (cefalexin) 500 mg for 10 days. The patient initially responded well to the treatment for a month, but the nodule has reoccurred. The event is ongoing.